Event description:
Customer reported receiving erratic reading on their freestyle freedom blood glucose monitor. Customer reported receiving reading of 120 mg/dl, 260 mg/dl and 380 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available.